Manufacturer narrative:
Moisture ingress. On receipt the device memory logs could not be downloaded, and the device could not be powered on, as per the reported fault. This was attributed to the moisture observed within the device covering many critical circuits and components, including usb, the on-board power supplies, power-on and the microprocessor u25. Furthermore, severe evidence of moisture and severe battery leakage was observed within the returned pad-pak, which had led to its failure. Due to the extent of the corrosion and the damage this had caused to critical circuits, no further investigation will be carried out. It is unclear when the moisture had penetrated the device. However, the extent of the corrosion would indicate the device had been in the presence of moisture for a prolonged period of time. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Device would not power on and no led blinking on the device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device would not power on and no led blinking on the device.